Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2012.

Event description:
Allergan rep reported after injection with an unk dermal filler in the nose and cheekbones, the pt experienced "erythema on the spot of injection and pt also felt pressure on the nose." Pt was treated with hyalase to prevent worsening of the symptoms that may lead to permanent damage. Further follow-up is in progress.